Manufacturer narrative:
The technician replaced a missing bolt and tightened additional bolts in the siderail to repair the stretcher.

Event description:
Information received indicates the right siderail will not latch.